Event description:
It was reported that the patient presented with pain in her low back and right lower extremity. The pain extended from her buttock down the back of her let into the calf. Patient reported that the pain had been present for years, but was markedly worse in the last several weeks. X-rays revealed marked changes at l3-4. The patient underwent physical therapy and epidural steroid injections without significant relief. Patient was diagnosed with spondylolysis at l3-4, grade I spondylolisthesis at l3-4, spinal stenosis at l3-4, and a small central disc herniation at l4-5. The patient underwent minimally invasive discectomy and posterior lateral interbody fusion l3-4 using a peek interbody device, posterior instrumentation, autologous bone graft and rhbmp-2/acs. Neural monitoring was used. The bmp sponge was placed on the dorsal and caudal surface of the peek implant. Approximately 3 months post-op, the patient began to have low back pain with numbness and tingling extending into both legs. At 161 days post-op, the patient had an MRI of the lumbar spine which found "a 10 x 11 x 11.5 mm cystic collection on the superior aspect of the l4 right pedicle screw. Mild peripheral enhancement. Most likely postsurgical seroma. Enhancing soft tissue on the right between l3 and l4 pedicle screws. Most likely scar tissue. The central spinal canal is normal throughout. Mild bilateral neural foraminal narrowing at l4-l5." At 184 days post-op, a CT of the lumbar spine without contrast found "moderate asymmetric soft tissue prominence presumed postoperative scarring at the site of the right l3 laminectomy defect with possible encroachment on the nearby right neural foramina. There is no evidence, elsewhere, of degenerative change of the lumbar spine and there is no acute bony abnormality." Physician's notes dated 198 days post-op state "she is having worsening radicular-type symptoms into the right lower leg" she has good bone fusion in the interspace, but there does appear to be a bony prominence versus a soft tissue prominence with some calcification in the foramina at right l3-4. Diagnosis: epidurap fibrosis versus hypertrophic aberrant bone formation, right l3-4. Revision surgery was recommended to remove the scar tissue and free up the nerve root. At 245 days post-op the patient underwent a revision surgery to treat epidural fibrosis, hypertrophic bony exostosis right l3-4. Per the operative notes, "we then dissected onto the area where she had previous hemilaminotomy defect. We identified all bony areas quite clearly. She did have hypertrophic bone here and the bone that was new bone was quite soft once again the bony exostosis material had been stuck to the dura and this was removed without dural tears or leaks, as was the eupidural scar. The nerve root was quite engorged and enlarged". We then palpated the disk space. Due to the epidural fibrosis and the engorged nerve root we were unable to mobilize this enough to actually visualize the cage but we could feel that the bony exostosis ahd been removed. The nerve root was traversing the foramina without and compression in any way as was the traversing nerve root, l4. No complications were noted. At 42 days after the revision surgery, the patient presented with occasional stabbing in the right hip and the plantar aspect of her right foot. X-rays of the lumbar spine demonstrate that the fusion at l3-4 "looks excellent" her foramen here at l3-4 is extremely wide open and patent. No problems with the hardware.

Event description:
Reportedly "[the patient has] had uncontrolled bone growth into [the] spinal canal requiring revision surgery. [The patient] also [has] chronic radiculitis. The pain in [the] back and legs is much worse now than before [the] surgery. [The patient] do[es] not have a right patella or achilles reflex and the reflexes on the left side are decreased as a result.¿

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4).